Manufacturer narrative:
Internal complaint reference case- (B)(4). The reported device was not returned for evaluation. The root cause was associated with the manufacturing process. A review of historical escalations found that corrective actions were previously initiated to address the "wax ball" issue. Updates to the assembly instructions, risk documentation, and manufacturing process/drawings were performed to mitigate the reported issue. Further corrective actions are no recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, two(2) fast-fix had the same issue, there was a knot in the end of the suture thread that the suture cutter could not go through, surgeon needed a knife to cut through. The device was removed. The procedure was completed with a s+n back up device. There was a significant surgical delay and no further complications were reported.